Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which resulted in inappropriate shock therapy. The physician elected to implant a pace/sense lead and capped the rv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).